Event description:
It was reported to boston scientific corporation on (B)(6) 2008 during preparation of the prolieve rectal temperature monitor (rtm), it was noticed the device was cracked in the shaft between the handle and the temperature sensors; however, the device was used and the case was completed successfully. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).